Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination revealed that the stent dislodged and was resting on the lumen 2 mm distal to the distal edge of the distal markerband. The stent was damaged and misaligned along its length. A number of proximal strut rows were raised from the balloon. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained through the femoral artery. The 85% stenosed, de novo and eccentric 26x2.8mm target lesion was located in the moderately tortuous and moderately calcified left circumflex (lcx) artery. A 2.5x20mm maverick balloon was advanced to predilate the lesion and the stenosis was reduced to 50%. Next, a 32x2.5mm taxus liberte stent delivery system (sds) was advanced but could not cross the lesion. After five unsuccessful attempts, the device was removed and it was noted that the stent was damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained through the femoral artery. The 85% stenosed, de novo and eccentric 26x2.8mm target lesion was located in the moderately tortuous and moderately calcified left circumflex (lcx) artery. A 2.5x20mm maverick balloon was advanced to predilate the lesion and the stenosis was reduced to 50%. Next, a 32x2.5mm taxus liberte stent delivery system (sds) was advanced but could not cross the lesion. After five unsuccessful attempts, the device was removed and it was noted that the stent was damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.